Event description:
Customer reported that they were not able to deliver insulin and the insulin pump was not alerting anything. Customer stated that the buttons on the insulin pump were unresponsive. Customer stated that their blood glucose readings at the time of the incident were over 300 mg/dl. Customer's blood glucose reading at the time of the call was 190 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.